Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally the customer experienced low blood glucose (bg) between 40-50 mg/dl, cause was unknown. To address bg level, customer consumed candy bars. Recommendation was made to consult with healthcare provider regarding diabetes management.